Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to back on (B)(6) 2018 using coolcurve.on (B)(6) 2018 the patient was assessed by a physician who diagnosed back, bilateral bra mark with paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to back on (B)(6) 2018 using coolcurve. On (B)(6) 2018 the patient was assessed by a physician who diagnosed back, bilateral bra mark with paradoxical hyperplasia.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.